Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600mg/dl. The customer delivered correction boluses to address the bg level. Recommendation was made to consult with health care provider to discuss diabetes management. During a follow-up call, the contact stated that the customer had ketones and had reverted back to manual injections for insulin therapy.